Event description:
The physician reports performing cataract surgery in the left eye with attempted implantation of the eternity x-70 intraocular lens. During surgery, the capsular bag ruptured and the lens was fixed in the sulcus. Approximately three weeks postoperatively, the pt presented with symptoms of endophthalmitis and the lens was explanted. The pt's prognosis is unk. The relationship between the lens and the infection is unk at this time. Additional info has been requested.

Manufacturer narrative:
(B)(4)